Event description:
The patient was implanted with a left ventricular assist device. The patient was at home and the system controller started to alarm while he was putting on his coat. He went to his car to get his back up system controller, began to feel weak, and reentering the house was his last memory. His son was at home and he changed out the system controller and the patient regained consciousness. When the system controller was hooked up to a mock loop at the user facility it did not run.

Manufacturer narrative:
Device evaluation: the reported event of the controller alarming was confirmed during analysis. The evaluation of the returned system controller revealed compromised printed circuit board components. As a result, the controller was not able to operate a pump and communicate with a system monitor and there was only audio alarms presented. The compromised components were replaced and proper communication between the system controller and the system monitor was established. The data log file was successfully retrieved and contained approximately 18 hours of events, recorded from time stamp of day 46, 2 hours and 39 minutes to time stamp of day 46, 20 hours and 11 minutes where low battery advisory and power cable disconnect alarms were recorded. The information recorded at time stamp of day 46, 20 hours and 11 minutes indicated a complete loss of power. The associated voltage levels indicated that the controller was connected to 14v li-ion batteries. The data recorded after the power was restored revealed numerous entries where the system controller was unsuccessfully attempting to start the pump. These events were accompanied by low speed hazard, low flow hazard and motor stopped alarms. The investigation was unable to determine a specific root cause for the compromised components. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 47 days. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: (thoratec review) the reported event of the system controller alarming during analysis. The evaluation of the returned system controller, serial number (B)(4), revealed a compromised component on the printed circuit boards (pcb). As a result, the system controller was not able to operate a pump and only an audio alarm/tone was active. The component was successfully replaced and the log file was able to be retrieved. The data log file contained approximately 18 hours of events, from the stamp of day 46, 2 hours and 39 minutes to day 46, 20 hours and 11 minutes. A normal system operation was recorded prior to the last entry. The associated voltage levels indicated that the event occurred when the system controller was connected to 14v li-ion batteries.